Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high and low blood glucose level of 546 mg/dl and 64 mg/dl. The customer took a bolus through the pump to treat high blood glucose and had a bottle of juice for low. The customer checked blood glucose. It was 341 mg/dl. The customer declined to troubleshoot for high and low blood glucose due to being sick with bronchitis. The product was not returned for analysis.